Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. The entire lot has been sold and distributed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Event description:
A peritoneal dialysis (pd) patient's clinic registered nurse (rn) reported the pd patient was diagnosed with peritonitis on (B)(6) 2017 and was started on antibiotics (name, dose, route unknown). The pdrn the patient was prescribed antibiotics and stated the patient ended up not including antibiotics as part of her treatments. Per pdrn the peritonitis infection was due to the patient break of sterile technique. The patient ended up being sent to the hospital on (B)(6) 2017 and her pd catheter was removed. The patient was discharged on (B)(6) 2017 and as of (B)(6) 2017 the patient reverted modalities and was performing hemo dialysis. Medical records were requested.

Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. The entire lot has been sold and distributed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification. Conclusion: although a temporal association exists between fresenius products and the event of (B)(6) with subsequent hospitalization with antibiotic treatment and pd catheter (not a fresenius product) removal, there is no documentation that indicates a causal relationship between fresenius products and stated adverse events. Furthermore, there are no reported allegations against any fresenius products and the events of (B)(6) with subsequent hospitalization and pd catheter (not a fresenius product) removal.

Event description:
Information in the complaint file and medical records were reviewed by a post market surveillance clinician. On (B)(6) 2017 the peritoneal dialysis (pd) patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis (ccpd) therapy experiencing drain complications during ccpd treatment with ¿discomfort¿ due to not draining pd fluid. On 06/08/2017 during a follow up call with the peritoneal dialysis (pd) nurse, it was reported the patient was diagnosed with peritonitis on (B)(6) 2017 and subsequently hospitalized on (B)(6) 2017. On (B)(6) 2017, a pd fluid culture was obtained outpatient revealed (B)(6) and many white blood cells (wbc). The pd nurse noted the patient started on antibiotic therapy (unknown date, drug, dose, route, and frequency) and medically advised to ¿use home antibiotic kit¿. Additionally, the pd nurse stated the patient did not comply with the medical advice provided. The pd nurse also stated that the etiology of the peritonitis event was due to breach in aseptic technique during ccpd therapy. Review of received medical records revealed on (B)(6) 2017, the patient required in-patient hospitalization for further evaluation of diagnosed peritonitis and pd catheter (not a fresenius product) malfunction. During the course of hospitalization infectious disease, nephrology and general surgery were consulted and medical decision was made to remove the patient¿s pd catheter (not a fresenius product) on (B)(6) 2017. Furthermore, the hospital plan of care included placement of a hemodialysis catheter (date unknown) and initiation of hemodialysis therapy on (B)(6) 2017. Additionally, antibiotic treatment included (unknown start date) with intravenous (IV) vancomycin 750 milligram (mg) IV during dialysis and IV ceftazidime 500 mg daily in the hospital. On (B)(6) 2017 the patient evaluation revealed a complete review of systems was performed, results unremarkable; vital signs: blood pressure (bp) 118/59, heart rate 68, mean arterial pressure 73, respiratory rate 18, temperature 98.1, and oxygenation saturation 98% on 3 liters/minute of oxygen via nasal cannula; and laboratory analysis revealed wbc 9.6 (within normal range). On (B)(6) 2017, the pt. Was discharged home on with a plan for continuing outpatient hemodialysis therapy and antibiotic therapy with IV vancomycin (unknown dose and frequency) for 2 weeks.